Event description:
Legal counsel for patient reports that patient underwent left total hip arthroplasty on (B)(6) 2007. Patient's legal counsel further reports patient allegations of pain, inflammation, dysfunction, loss of range of motion, metallosis, and damage to surrounding bone/tissue. Additional information provided in patient medical records indicate that a revision procedure was performed on (B)(6) 2009 due to loosening of the acetabular cup. The acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet modular head. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-02218, 1825034-2013-01901 & 01902). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2009 due to unknown reasons. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and further reported patient allegations of pain, inflammation, dysfunction, loss of range of motion, metallosis, and damage to surrounding bone/tissue. Additional information provided in patient medical records indicate that a revision procedure was performed on (B)(6) 2009 due to loosening of the acetabular cup. The acetabular cup, modular head and taper insert were removed and replaced with competitor acetabular components and a biomet modular head. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff&#38112;complaint and the allegations contained therein are unverified.